Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the balloon burst. An equalizer ballon was selected for a procedure. During the procedure, however, the balloon burst. No patient complications were reported.